Manufacturer narrative:
It was reported that the physician has anecdotally seen a greater rate of restenosis with the cordis palmaz blue balloon expandable stents than he has seen with palmaz genesis and herculink. The events seem to occur 6-12 months post implant. In response to multiple investigative attempts, no further information has been obtained. There is no information regarding specific events, number of events, product codes, lot numbers or procedural factors. A review of the cordis complaint handling data base found no statistical difference between the reported rates of restenosis for the palmaz blue versus the palmaz genesis. Therefore, no corrective actions will be taken at this time. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9610978-2010-00099 and 9610978-2010-00102.

Event description:
The physician claims that the cordis palmaz blue balloon expandable stents have a greater restenosis rate than the cordis stainless steel genesis stents. The physician states that he sees an unusually high amount of restenosis associated with palmaz blue than he does with palmaz genesis and herculink (anecdotal). The events seem to occur 6-12 month's post implant.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Please note that the catalog and lot numbers for the actual products (palmaz blue and palmaz genesis) used in the procedures are unknown. The specific dates of the reported events are also unknown, as this information was not provided. An investigation is in process to retrieve this information. Additional information will be forthcoming within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 9610978-2010-00099 and 9610978-2010-00102.